Manufacturer narrative:
The associated complaint device was not returned, a photo of the explanted insert was provided. The device shows damage/deformation around the ledges and on the surface of the device. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
The associated device was returned for evaluation. Wear and burnishing were visible on the superior articulating surface. In addition, there was some abrasion which may have been caused by debris. Some damage near the anterior tooling slot could have been caused by a surgical instrument during insertion or extraction. The anterior locking mechanism was burnished and deformed. Signs of wear were visible on the anterior of the post. The posterior locking mechanism was damaged (fractured) and deformed, and burnishing and deformation could be seen on the inferior surface. The reported knee twisting may have contributed to the fracture of the posterior locking mechanism. Wear and deformation patterns were consistent with the insert not being properly locked into the tibial tray. It could not be determined whether the component was fully engaged during surgery due to deformation and wear which may have been a result of the fracture. The exact cause of failure could not be determined as a result of this investigation. A review of manufacturing records did not reveal any material or manufacturing discrepancies that could have contributed to this issue. A review of complaint history revealed that we have not had any previous complaints for this batch/failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to the poly insert to disengage. Doctor did mention that the insert may have been damaged during the initial insertion.